Manufacturer narrative:
Although the suspect device has been received, the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a spyscope digital access and delivery catheter was used in the common bile duct (cbd) during an endoscopic retrograde cholangiopancreatography (ercp) with cholangioscopy procedure performed on (B)(6) 2017. According to the complainant, during the procedure, when the spyscope ds was pulled out of the duodenoscope, it was noticed that the working channel sleeve of the spyscope ds protruded. Reportedly, no part of the device detached. The procedure was completed with this device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.

Manufacturer narrative:
A visual examination was performed after disinfection. The working channel sleeve was protruding from the distal cap. The working channel sleeve protruded with the small and large knobs articulated in both directions. The distal tip was cut and the distal cap was removed. The working channel sleeve protruded from the pebax. The cutting fixture could not be used; the catheter was instead cut open with an x-acto knife. The catheter was peeled open to reveal the entire working channel sleeve. The working channel sleeve was removed, revealing the witness marks on the pebax. The proximal end of the working channel sleeve remained attached to the pebax. There is strong evidence of adhesion at bond a. The complaint was consistent with the reported event of working channel sleeve protruding. Based on the investigation and the receipt condition/functionality, the complaint conclusion investigation code is "manufacturing process design". There is an investigation in place to address this issue. A DHR (device history record) review was performed and no deviation was found.

Event description:
It was reported to boston scientific corporation that a spyscope digital access and delivery catheter was used in the common bile duct (cbd) during an endoscopic retrograde cholangiopancreatography (ercp) with cholangioscopy procedure performed on (B)(6) 2017. According to the complainant, during the procedure, when the spyscope ds was pulled out of the duodenoscope, it was noticed that the working channel sleeve of the spyscope ds protruded. Reportedly, no part of the device detached. The procedure was completed with this device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.